Manufacturer narrative:
(B)(4). Eval results: (death).

Event description:
Pt rec'd a 2.25mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the 4th right posterior descending during index procedure. It was reported that the pt suffered with back pain, hypotension and hematoma in right groin during and immediately post procedure. No issues with deployment of the relevant stent were reported; however, it was reported that approx 10 months post implant of the relevant stent, the pt died. Autopsy was not performed. Relation between the reported event and the relevant stent or procedure was not assessed.